Event description:
It was reported that this system with a pacemaker and right ventricular (rv) and right atrial (ra) leads was explanted due to infection. No additional adverse patient effects were reported. The devices were retained by the facility and are not expected to return.